Event description:
It was reported that a 5x40x135 armada 35 balloon dilatation catheter was advanced without resistance onto a non-abbott guide wire and into an unspecified guiding catheter to a mild to a very mild lesion in the left superficial femoral artery. Using a non-abbott inflation device, the balloon was inflated 10-12 atmospheres, held for 20 seconds, the inflated to 5-6 atmospheres for 2 minutes. The balloon was unable to be deflated and subsequently difficult to withdraw from the anatomy. While still inflated, the armada was pulled back into the guiding catheter while simultaneously pushing the guiding catheter over the armada balloon. The armada itself was ultimately withdrawn from the anatomy and out of the guiding catheter, against resistance between the armada and the guiding catheter. Another armada was used to complete dilatation. There were no reported adverse patient effects, however, a clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: boston scientific magic torque 260, inflation: boston scientific encore. (B)(4) - against resistance. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, therefore, the difficulty in deflating the balloon could not be confirmed. A search of the lot history record indicated no related non-conformance records for this specific lot. Without the product to examine, a definitive cause for the reported balloon deflation and removal difficulties cannot be determined. However, since an expanded related record review and investigation indicates a potential product issue related to balloon deflation, further assessment per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.